Event description:
A customer in singapore reported delayed results greater than one day to biomérieux due to the results being stuck in preliminary status after the card was ejected on vitek® 2 cl blue mod colorm. There is no known impact to the patient or end user as a result of this delay. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) reported delayed results for a pseudomonas aeruginosa isolate due to the results being stuck in preliminary status after the card was ejected on vitek® 2 cl blue mod colorm. An investigation was performed. The investigation centered around the cause of the customer's preliminary isolates in (B)(6) 2017. This investigation identified an existing anomaly as the cause of the customer's problem. The root cause of the anomaly is determined to be a missing reading condition preventing the isolates from completing analysis. The cause of the missing reading is instrument related. However, the instrument logs were not provided as part of this investigation. The preliminary ast-n257/pseudomonas aeruginosa card/isolate from (B)(6) 2017 have the preliminary state because the card missed a reading during instrument processing. A missed reading condition can occur for several reasons including: an instrument transport jam, cleaning the optics, rebooting or powering off the instrument, incorrect cable configuration. The precise reason for the missed reading is unknown without the software and instrument logs from the (B)(6) dates. The preliminary ast-n257/pseudomonas aeruginosa card/isolates from (B)(6) 2017 are in the preliminary state because the cards terminated from the instrument due to the user selecting the eject card button in the vitek 2 systems software. One preliminary ast-n257/pseudomonas aeruginosa card/isolate m171305346-3 from (B)(6) 2017 did process 11.5 hours of incubation time (enough time to provide analysis results). However the card/isolate is also missing readings and analysis cannot complete with the card having missing readings. The reason for this is unknown without the software and instrument logs from the card dates. It is recommended that if the problem occurs again that the software and instrument logs be obtained for confirmation of the reported behavior to customer support. And the instrument maintenance logs be reviewed for the (B)(6) 2017 and (B)(6) 2017 to determine if any instrument problems were reported or logged during those dates. The behavior of missed or out of order readings by the instrument is handled differently in vitek® 2 systems version 8.01: when the software encounters a missed or out of order reading the card will terminate and be ejected from the instrument. The card will finalize, no longer causing preliminary isolates that cannot be analyzed or preliminary results uploaded to laboratory systems.